Event description:
It was reported that the left ventricular lead exhibited low lead impedance. The impedance measurement was repeated multiple times with acceptable values. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.